Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was further reported the facility where the incident occurred, the initial reporter information has been updated. Correction to field e1: initial reporter facility name, initial reporter address 1, and initial reporter city.

Event description:
It was reported that the catheter was difficult to irrigate. During an ablation procedure for atrial tachycardia, heparin and other fluids were found to be leaking from the intellamap orion catheter handle. No fluid was flowing out of the catheter tip. The catheter was replaced, and the procedure was successfully completed with no serious injuries or adverse patient effects.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter was difficult to irrigate. During an ablation procedure for atrial tachycardia, heparin and other fluids were found to be leaking from the intellamap orion catheter handle. No fluid was flowing out of the catheter tip. The catheter was replaced, and the procedure was successfully completed with no serious injuries or adverse patient effects.